Event description:
It was reported that the patient woke up and felt a burning pain over the area of the pump and the pump was sitting forward. It was noted it had just been "packed up." A pump revision was performed and a pump inversion was noted. The patient did not require hospitalization and there was no patient injury. The pump was delivering prialt, bupivacaine and morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).